Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred and the touchscreen became cracked and unresponsive. The customer's blood glucose was "within range". Reportedly, the customer reverted to alternate therapy for diabetes management.